Event description:
It was reported that a homechoice cassette leaked from an unspecified location. There was water on the cycler dash and in the tray. This occurred during disconnection after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.